Manufacturer narrative:
Conclusion: the processor likely was corrupted. This failure of the processor did not have a direct impact on the pt's injury, the timer function was working properly and unit would have shut down in 90 min, and the treatment set for the pt was ifc. Corrective action: none required, unk what caused the processor to get stuck in ifc combo.

Event description:
Pt reported that she received a quarter size burn/blister in the lumbar region.